Manufacturer narrative:
(B)(4). Eval: device eval anticipated but not yet begun.

Event description:
It was reported that the nurse heard a loud vibrating noise from the ventilator while attending the pt. The pt was manually ventilated until she was transfer to a second ventilator. No serious pt injury was reported.